Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition, there was error code 101 (error 101: err_humid_max_temp) present due to a failed heater plate component and error 130 (error 130: err_task_wdog_timeout) present due to a failed pca component. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.